Manufacturer narrative:
(B)(4). Catalog number unknown as information was not provided but referred to as a cook celect filter. As catalog number is unknown it could be either k061815, k073374 or k090140. Investigation is still in progress.

Event description:
Description of event according to complainant: it is alleged that "[pt] received a cook celect filter on (B)(6) 2011 after being diagnosed with dvts, pulmonary embolism and bleeding from the kidney. The filter was placed at the (B)(6)." Three unsuccessful retrieval attempts in (B)(6) 2015. Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). Catalog # unknown as information was not provided but referred to as a cook celect filter. Lot# is unknown as information was not provided. Expiration date unknown as lot# is unknown. As catalog # is unknown it could be either k061815, k073374 or k090140. Summary of investigational findings; patient´s medical records are unknown at this time and no imaging is provided and consequently it is not possible to comment on the reported three attempts to remove the filter approx. 3½ years after filter placement. Filter retrieval it is occasionally difficult. Several case reports published in articles, describe successful retrievals of filters by advanced retrieval techniques. Difficult filter retrieval due to embedment of filter legs in the ivc wall is a well-known risk in the literature. Several case reports published in articles, describe successful endovascular retrievals of such filters by advanced retrieval techniques. Rpn and lot# are unknown, but there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: it is alleged that "[pt] received a cook celect filter on (B)(6) 2011 after being diagnosed with dvts, pulmonary embolism and bleeding from the kidney. The filter was placed at the (B)(6)". Three unsuccessful retrieval attempts in (B)(6) 2015. Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). Date of event unknown as information was not provided. Catalog # igtcfs-65-1-jug-celect. Investgation is still in progress.

Event description:
Description of event according to complainant: it is alleged that "[pt] received a cook celect filter on (B)(6) 2011 after being diagnosed with dvts, pulmonary embolism and bleeding from the kidney. The filter was placed at the (B)(6) hospital and medical center in (B)(6)". Three unsuccessful retrieval attempts in (B)(6) 2015. Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 03/07/2017 as follows: the plaintiff allegedly received the device implant via right internal jugular vein on (B)(6) 2011 due to dvts, pe, and kidney bleed. Two unsuccessful attempts to retrieve the device allegedly took place on (B)(6) 2015. Then, on, (B)(6) 2015, the device was successfully removed. Per medical report from the successful removal, follow up ivc venography demonstrated no evidence of perforation of the inferior vena cava. Plaintiff is alleging migration; tilt; vena cava perforation; hook embedded in vena cava wall; pain in lungs, right flank, legs, knees, hips; leg swelling; and shortness of breath.

Manufacturer narrative:
(B)(4). Catalog # igtcfs-65-1-jug-celect. Summary of investigational findings: since no device or imaging studies have been made available and only limited medical records have been available the exact root cause for what caused the alleged three unsuccessful retrieval attempts are unknown. Filter retrieval it is occasionally difficult. Several case reports published in articles, describe successful retrievals of filters by advanced retrieval techniques. Difficult filter retrieval due to embedment of filter legs in the ivc wall is a well-known risk in the literature. Several case reports published in articles, describe successful endovascular retrievals of such filters by advanced retrieval techniques. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: it is alleged that "[pt] received a cook celect filter on (B)(6) 2011 after being diagnosed with dvts, pulmonary embolism and bleeding from the kidney. The filter was placed at the (B)(6) hospital." Three unsuccessful retrieval attempts in (B)(6) 2015. Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "migration, tilt, difficult to remove, vena cava perforation". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.